Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The goal was to land in z2 with a relay pro nbs 38/34x200mm. The physician had already performed a car-succ bypass. The delivery system was inserted in the patient and navigated up until the descending aorta. At this point, in position 1, the physician rotated the deployment grip clockwise and the graft gradually reached the desired landing zone; the graft surpassed the z2 landing zone and then all the delivery system was pulled backwards in order to release tension. At this point, the controller was moved to position 2. The deployment grip was now turned counterclockwise to begin graft deployment but it did not work: the deployment grip was turning but not moving, and the button was stuck mid air and it seemed "loose", like it was not gripping. While doing so, the inner sheath was not retracting and the graft did not deploy. It was decided to proceed with pull back deployment: the physician pressed the button and retracted the deployment grip with a smooth movement: the graft opened but it retracted significantly (meaning 4cm approx.), so that sealing was not achieved. Steps 3 and 4 were performed with no issued and the delivery system was removed. A second graft was then added for proximal relining: bare stent graft 38/34x200 was chosen, in order to win the force of the crown stent of the first graft that was placed upwards on the isthmic curvature." Patient outcome: "the patient did not suffer immediate consequence - a part for a second graft implanted. The second graft positioning was not perfect but enough for sealing. Car-succ bypass was patent and a plug was placed in the lsa."